Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer¿s current blood glucose was 547 mg/dl. The customer treated high blood glucose with manual injections. The customer experienced symptoms like nausea and vomiting. The drive support cap was normal. The product was returned for analysis.